Manufacturer narrative:
(B)(4). Concomitant medical products: item# 110024464, g7 dual mobility liner 44mm f, lot# 635970; item# ep-200150, act artic e1 hip brg 28x44mm, lot# 515540; item# 110010265, g7 osseoti multihole 54mm f, lot# 3965781. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03327; 0001825034 - 2018 - 03326; 0001825034 - 2018 - 03325; 0001825034 - 2018 - 03324.

Event description:
It was reported patient underwent right hip revision. Approximately 1 month post-revision, patient went to emergency room due to pain.